Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician deployed the palmaz genesis 10 x 29 stent mounted on an opta pro 80 cm balloon catheter at the intended left common iliac target lesion. After deploying the stent, the physician had difficulty withdrawing the stent delivery system (sds) form the patient as the balloon became stuck. The balloon material separated from the sds and required a snare device to remove the separated piece from the patient. The patient was reported to be in stable condition and the stent remains patent.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the physician deployed the palmaz genesis 10 x 29 stent mounted on an opta pro 80 cm balloon catheter at the intended left common iliac target lesion. After deploying the stent, the physician had difficulty withdrawing the stent delivery system (sds) from the patient as the balloon became stuck. The balloon material separated from the sds and required a snare device to remove the separated piece from the patient. The patient was reported to be in stable condition and the stent remains patent. No further procedural information is available. The product is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15016790, sds-assy genesis subassembly lot 15015498, ca opro subassembly lot 1501389, and balloon assy opro subassembly lot 14146678 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Based on the limited information and without the return of the device for analysis, no conclusion can be made regarding the balloon separation. There are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.